Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / cramping"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 880429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device shape alteration". The patient's past medical history included celiac disease and anemia. Concurrent conditions included depression, anxiety, pre-menstrual tension syndrome, uterine leiomyoma, irritable bowel syndrome, thoracic back pain, muscle spasm, lumbar pain, endometriosis and menorrhagia. Concomitant products included alprazolam (xanax) since 2015, methocarbamol (robaxin) since 2015, oral contraceptive nos, progesterone from 2014 to 2016 and vicodin (lortab) from 2014 to 2015. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("pain with intercourse"), endometriosis ("endometriosis"), allergy to metals ("an allergic reaction to the nickel in the device/ nickel allergy"), pelvic pain ("pain/ pelvic pain"), weight increased ("weight gain"), abdominal pain ("general abdominal pain"), vulvovaginal pain ("vaginal pain") and perineal pain ("perineal pain"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, excision of left pelvic mass). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, endometriosis, allergy to metals, pelvic pain, weight increased, abdominal pain, vulvovaginal pain and perineal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, intra-abdominal haemorrhage, menstrual disorder, pelvic pain, perineal pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Current weight 152 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("pain with intercourse"), endometriosis ("endometriosis") and allergy to metals ("an allergic reaction to the nickel in the device"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, endometriosis and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, intra-abdominal haemorrhage and menstrual disorder to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results: in or about (B)(6) 2014, an hsg test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / cramping"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 880429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device shape alteration". The patient's past medical history included celiac disease and anemia. Concurrent conditions included depression, anxiety, pre-menstrual tension syndrome, uterine leiomyoma, irritable bowel syndrome, thoracic back pain, muscle spasm, lumbar pain, endometriosis and menorrhagia. Concomitant products included alprazolam (xanax) since 2015, methocarbamol (robaxin) since 2015, oral contraceptive nos, progesterone from 2014 to 2016 and vicodin (lortab) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("pain with intercourse"), endometriosis ("endometriosis"), allergy to metals ("an allergic reaction to the nickel in the device/ nickel allergy"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), weight increased ("weight gain"), abdominal pain ("generl abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, excision of left pelvic mass). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, endometriosis, allergy to metals, genital haemorrhage, pelvic pain, weight increased, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, intra-abdominal haemorrhage, menstrual disorder, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Current weight 152 lbs. Most recent follow-up information incorporated above includes: on 25-may-2018: reporter details updated. Historical condition, concomitant disease and concomitant drugs were added and updated laboratory test details. Updated suspect drug inaction and lot number. Added events abnormal bleeding (general), pain, weight gain / loss specify which one: weight gain, device shape alteration and vaginal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / cramping"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 880429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device shape alteration". The patient's past medical history included celiac disease and anemia. Concurrent conditions included depression, anxiety, pre-menstrual tension syndrome, uterine leiomyoma, irritable bowel syndrome, thoracic back pain, muscle spasm, lumbar pain, endometriosis and menorrhagia. Concomitant products included alprazolam (xanax) since 2015, methocarbamol (robaxin) since 2015, oral contraceptive nos, progesterone from 2014 to 2016 and vicodin (lortab) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("menstrual bleeding"), dyspareunia ("pain with intercourse"), endometriosis ("endometriosis"), allergy to metals ("an allergic reaction to the nickel in the device/ nickel allergy"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), weight increased ("weight gain"), abdominal pain ("general abdominal pain"), vulvovaginal pain ("vaginal pain") and perineal pain ("perineal pain"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, excision of left pelvic mass). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, endometriosis, allergy to metals, genital haemorrhage, pelvic pain, weight increased, abdominal pain, vulvovaginal pain and perineal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, intra-abdominal haemorrhage, menstrual disorder, pelvic pain, perineal pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion current weight 152 lbs. Most recent follow-up information incorporated above includes: on 19-jul-2018: plaintiff fact sheet was received. New event perineal pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.